Manufacturer narrative:
The reported event was inconclusive due to poor sample condition. Received only the catheter cut into 3 pieces for evaluation.the sample was evaluated and no pinch or blockage was observed. Water was introduced in the returned sample. No conditions were found on the sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[directions of use] method of use (5) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered."

Event description:
It was reported that the catheter balloon was difficult to deflate. It was later reported per additional information from the ibc via email 11 april 2019; the catheter lumen was cut and the balloon was deflated. No medical intervention was required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to deflate. It was later reported per additional information from the ibc via email 11 april 2019; the catheter lumen was cut and the balloon was deflated. No medical intervention was required.